Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The patient underwent a pulmonary artery banding wherein coseal surgical sealant was applied utilizing easyspray and coseal spray set. The patient was admitted to the pediatric intensive care unit. Four days postoperative (postop) an echocardiogram was performed, and no abnormalities were noted. Both the intrapericardial and mediastinal drains were removed. The patient was transferred to a general medical pediatric unit in ¿stable condition.¿ the following day, at 0100 serum exudate was observed originating from the wound. Two hours later, an echocardiography showed a small amount of pericardial fluid all around the wound. There was a ¿possibility of leaking fluid from the suture gap in the wound;¿ however, the wound edge was not broken open and was temporarily protected with a dressing and film.¿ predonine was started as ¿pericardial fluid therapy.¿ seven hours later, an echocardiography showed increased pericardial effusion around the entire circumference (diastolic 1.5-2.0 mm, systolic 3.5 mm [up to 6 mm in some areas]). Six and half hours later the echocardiography was reevaluated, and the deterioration was assessed. The patient was diagnosed with cardiac tamponade due to pericardial effusion. An emergency drainage was decided as the next course of action. The surgery began three hours and 18 minutes later. Pericardial fluid was aspirated, and the pericardial section was flushed. No new bleeding was noted. A 10fr drain was placed in the pericardium. Surgery was completed and the patient was deemed recovered. No further information was available at the time of this report.

Manufacturer narrative:
A2: date of birth: the patient¿s date of birth was reported as an unknown date in (B)(6) 2024. A4: weight: 2741g. Should additional relevant information become available, a supplemental report will be submitted.